Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 50 mg/dl at one point. The patient also had a 66 mg/dl reading, which she treated with juice. The insulin pump programming was accurate. The insulin pump was not returned for analysis.